Event description:
Event description guidant received information that this during the elective device replacement procedure, this atrial lead came apart near the anode ring with very little traction applied. It was noted that the setscrews were fully retracted. The lead was surgically abandoned and replaced. Also, the new pacemaker (1280) exhibited a brief pause in pacing in this pacemaker dependent patient.